Manufacturer narrative:
D4: UDI and g4: 510k are unknown. No product information has been provided. B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to water contamination, found in the device interior components. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device main board, motor, cam sensor, dso sensor, dso seal, will be replaced.

Event description:
It was reported that the device displayed an: 'error 46011'. Patient involvement is unknown.